Manufacturer narrative:
Device passed the displacement test but motor error alarm during the basic occlusion test due to protruded drive support disk. Unable to perform the occlusion, prime or a33 and excessive no delivery test or verify a33 alarm due to motor error alarm. Motor passed motor test. No failed battery test and no charge or battery last less than expected anomaly noted. Device received with cracked battery tube threads and cracked reservoir tube lip. The p-cap locks into the reservoir compartment properly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and insulin shoots during prime. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the insulin pump had diminished battery life and rejected new battery and cracks by the battery and reservoir. The device will not be returned for analysis.